Event description:
The trevo device, which is not supposed to fully deploy, did so while being removed from the vessel. The microcatheter was then taken out easily, but instead of the guidewire staying in place, it remained inside the microcatheter. Fluoroscopy showed that the stent had fully detached inside the vessel, spanning from the right distal m1 into the carotid terminus. The proximal part of the device stayed inside the hippo catheter. Despite extensive efforts, the intensivist couldn't extract the stent.